Event description:
High atrial threshold and possible atrial oversensing on stired egms. Possibly non ohvsioloeic noise. Lead was manufactured bv biotronik. Case#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).